Event description:
User facility requested repair of a medfusion pump due to "clutch slipping". No patient involvement was reported.

Manufacturer narrative:
One medfusion 3500 syringe infusion pump was returned for analysis. The customer's reported problem was "clutch is slipping". Visual inspection found the pump to be chipped, the bottom case was cracked, and the right plunger case was damaged. Review of the reported problem in event log indicated there was a check clutch error in history. The customer's reported problem was verified during inspection. What caused the reported problem was determined to be timing plates that were not set properly in the plunger head. Who caused the reported problem was determined to be the customer.